Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a uninterruptible power supply (ups) was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by manufacturer for evaluation. The reported issue was confirmed. When the ups was charged for 6 hours with the returned batteries they failed the load test as the batteries lasted 0.32 seconds. New batteries could hold charge for over 5 minutes. The returned batteries could not hold charge.

Event description:
A medtronic representative reported that while outside of procedure the uninterruptible power supply (ups) of the imaging system was beeping. There was no patient present at the time of the issue.